Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies.

Event description:
It was reported that during implant attempt, the device was initially interrogated via wireless telemetry. When going back to perform secondary programming, the device would not telemeter. This device was not implanted. There were no patient complications reported as a result of this event.